Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on both lead extensions. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott a patient had high impedance on contacts 2a and 9. The patient did not have effective therapy. Surgery took place where both extensions were explanted. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.